Manufacturer narrative:
Approximate age of device ¿ 3 years 6 months 1 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2015. It was reported through patient outcome that the patient was expired due to failure to thrive. Per information provided from the vad coordinator the patient was in a long term use of antibiotics for mediastinal infection which began in (B)(6) 2016 now with renal and liver failure. Pump will not be returned and all equipment was operating normal. All relevant and necessary information has been entered into research database per crc. No additional information was reported.

Manufacturer narrative:
The patient's long term use of antibiotics for medistinal infection which began in feb2016 was reported under MFR # 2916596-2016-00356. Manufacturer's investigation conclusion: a correlation between the device and the reported events could not be conclusively determined through this evaluation. The hm2 IFU lists renal and liver failure as adverse events that may be associated with the use of the hm2 lvas. No further information was provided. The manufacturer is closing the file on this event.